Manufacturer narrative:
Mindray service rep replaced the power pin board. Functional and safety tested until to factory specs.

Event description:
Customer reported the power pins on the v series monitor were defective. No pt injury was reported.